Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (2100 mcg/ml at 807.8 mcg/day), bupivacaine (5.4 mg/ml at 2.0772 mg/day), compounded baclofen (1215 mcg/ml at 467.4 mcg/day), and clonidine (405 mcg/ml at 155.79 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On (B)(6)-2016, the catheter was cut when the patient was undergoing spine surgery for an unrelated problem. The surgeon observed the cut catheter in the spine incision. Cerebrospinal fluid back flow was observed from the cut spinal segment. The catheter was repaired using a connector from a distal/spinal catheter kit.